Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was unsuccessfully implanted due the guidewire would not come out of the lead. This lead was removed. This lead was never in service. No adverse patient effects were reported.